Event description:
Customer reported erroneous access testosterone test results were obtained for 13 pt samples when using the access 2 immunoassay system. The erroneous test results were reported out of the laboratory. The physician questioned the results and the samples were repeated recovering higher results within a different clinical range. The initial erroneous result was reported out of the laboratory while there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt mgmt. This is event 3 of 13 reported by the customer. An MDR was filed for each of the 13 pts involved.

Manufacturer narrative:
Quality control (qc) was performed once daily and was within established ranges. Qc was typically run early after a new reagent pack was loaded. Pt results would start to show marked decrease in recovery in the last half of the reagent pack. On (B)(4) 2009, the field service engineer replaced the customer's old reagent storage lid with the new lid. As of (B)(4) 2010, there have had no further reports of erroneous results from physicians since the new reagent storage lid was installed. The customer stated they did not receive testosterone (B)(4) letter in the mail. The customer stated there were not aware of the mitigation plan that was communicated to customers regarding the reagent storage lid causing contamination to testosterone reagent packs. Regulatory verified that the customer was on the original mailing list for the (B)(4) letter. A stuffer was placed in all testosterone reagent kit boxes since (B)(4) 2007. The customer would have received this stuffer in all their testosterone reagent kits to the present date. Root cause was determined to be use error, of failure to adhere to instructions in the kit stuffer and the old style reagent storage lid on the analyzer. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events. This MDR represents event 3 of 13 reported by this customer.